Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required. One or more failure mode(s) identified has been previously investigated through the product technical investigation (pti) process and therefore does not require any further investigation. See coding table for the pti reference number associated with these failure modes. In addition, the most probable cause of the complaint was traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the [product] exhibited [reportable event]. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited a cut on the body. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Correction: b5. Should additional relevant information become available, a supplemental report will be submitted.